Event description:
It was reported that post-implant programming was not able to provide therapeutic benefit to the patient's right-hand tremor. A computed tomography (CT) scan taken in the field revealed the left lead had migrated. Reprogramming attempts were unsuccessful, and the patient underwent a revision procedure where the lead was replaced. The patient did well postoperatively and received improved therapy.